Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump booted to verify screen with no errors. A manually programmed 1.00u/hr basal program was set in the pump. The home screen correctly reflected the 1.00u/hr rate. The pump reflected 24.00u after 24 hours on the basal program. The pump's black box and history showed that the pump was never used for deliveries. The basal history settings were reviewed from the users previously returned pump s/n (B)(4). The history confirmed a 5th basal segment of 21:00 0.450 u/hr. The 5th segment was not programmed in the returned pump s/n (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump's basal rates did not match what had been programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.